Event description:
It was reported that the patient presented in clinic for routine follow-up, upon interrogation the pulse generator exhibited backup vvi mode. The device was restored to original settings and remained implanted. There were no adverse consequences to the patient.